Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 90 mg/dl. Customer current blood glucose level was 6 mg/dl. The customer was treated with food and glucose tablets customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of low blood glucose event. The customer alleged the insulin pump was over delivering because it was still delivering insulin even when they were low. Customer was assisted with troubleshooting for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed normal bolus deliveries of: 14.5u on (B)(6) 2021 at 06:54:50, 13.2u on (B)(6) 2021 at 08:05:56, 6.10u on (B)(6) 2021 at 10:53:36, 16.2u on (B)(6) 2021 at 12:43:36, 19.5u on (B)(6) 2021 at 19:35:20. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, cracked case above arrow and battery icon, cracked keypad overlay, pillowing keypad overlay, and minorly scratched lcd window. In summary, pump passed required testing, thus no confirmed device issues. Unable to confirm alleged low bg's. Customer allegation for over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.